Event description:
It was reported that allegedly a live charge came out of a power cord on the back of a secure ii bed when it was not plugged in. Allegedly a burn mark was found on the back of the bed. No injury to pt or caregiver was reported.

Manufacturer narrative:
The reporting facility has not yet been able to locate the bed for evaluation by manufacturer.